Event description:
The customer reported that a pt prescribe an asahi ee 20 more than two yrs was prescribed polyflux 17s. The pt was treated with polyflux 17s on fresenius 4008b dialysis machine. The pt reportedly experienced vomiting, chest tightness and a drop in blood pressure. Diarrhea developed approx 15 minutes into treatment. The physician gave allergy medication (ivadenarinde), but symptoms persisted. The pt was changed back to the original dialyzer and completed treatment with problems. There is no dialysate filter on f4008b dialysis machine.

Manufacturer narrative:
No further info is expected for this specific event. Unable to investigate the role of the device in this event with the available info and therefore, the case is considered closed. The incidence of such events will be monitored.